Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted in the ureter for a planned ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, the patient had a ureteric stricture and a polaris loop stent was placed six months prior to this procedure. Upon removing the stent, it was discovered that the polaris loop stent had a blockage that was due to encrustation. The procedure was completed with another polaris loop. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine¿.